Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Performed a visual inspection of the returned item and found it to exhibit signs of repeated use nicked / gouged and has fractured on the lateral side of the post feature. Original root cause remains unchanged- a definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Unable to review product as it wasn¿t returned. The device history records & receiving inspection report were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. A complaint history search will not be performed as this device is within the scope of a previous CAPA design update. Medical records were not provided. CAPA investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the tasp construct for all users on file at the time of the field notice. Tasp top components and standard tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. A CAPA was previously initiated to further evaluate the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the bottom tasp broke during the procedure. There was no patient impact and no part of the trial was left in the patient. No additional information available.

Manufacturer narrative:
Cmp- (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.